Manufacturer narrative:
(B)(4). Additional information received: end date : blank: (B)(6) 2023, date of dilation : blank: (B)(6) 2023, dilation performed : no: yes, indicate type of dilation? : blank: mechanical, outcome : not recovered/not resolved: recovered/resolved.

Event description:
(B)(6) new gerd or linx device (B)(6). Event details: visit: post-surgical follow up. Since you last completed a study visit, did you seek medical treatment related to gerd or linx device?: yes. Reason the subject sought medical attention: difficulty swallowing: yes. Painful swallowing: yes. Continuation of worsening of gerd symptoms: no other troublesome symptom that may be related to the linx device and/or linx procedure: no.

Manufacturer narrative:
(B)(4). Date sent: 8/24/2023. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The DHR for lot 27545 was reviewed. No ncs, defects, or reworks related to the product complaint were found. Additional information received: linx device (B)(6). (B)(6). Visit: post-surgical follow up. Since you last completed a study visit, did you seek medical treatment related to gerd or linx device?: yes. Difficulty swallowing: yes. Painful swallowing: yes. Site confirmed the epro submission is not related to linx. The subject sought medical care due to an issue with their dexcom. Start date: (B)(6) 2022. Alert date: (B)(6) 2023. Country of event: us. Model: lxmc15. Device lot number: 27545. Date of surgery: (B)(6) 2021. Adverse event term: dysphagia. Patient details: patient identifier: (B)(6). Sex: female. Age (at time of consent): 43 years. Additional event details: site awareness date: 14 aug 2023. End date: (B)(6) 2022. Severity: mild. Is the adverse event serious? No. Death: no. Life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: possible relationship to primary study procedure: possible if related to the procedure, indicate which procedure the event is related to: index. Intervention/treatment: none: no. Dilation performed: yes. Indicate type of dilation? Mechanical. Date of dilation: (B)(6) 2022. Diagnostic intervention: no. Diagnostic imaging: no. Drug therapy: no. Observation: no. Linx explant: no. Other surgical intervention: no. Other intervention/treatment: no. Outcome: recovered/resolved. According to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: n/a did this event result in the patient¿s discontinuation of the study? No. Diagnostic imaging: yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/23/2025. Additional information received: did this event result in the subject's discontinuation of the study? If yes, complete the study discontinuation form : blank : no.

Manufacturer narrative:
(B)(4). Date sent: 8/18/2025 additional information: updated. Log line: 1 updated: severity : mild moderate. Updated. Log line: 2 updated: severity : mild moderate.